Event description:
It has been reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) cannot be evaluated to turn it off for comfort care. It was noted that this s-ICD was having difficulty interrogating. The local area representative attempted to interrogate with two and two programmers. Magnet response was not confirmed. It was noted that the patient's body mass index (bmi) and weight were such that the device could not be palpated. Data analysis was requested and it was noted that a magnetic resonance imaging (MRI) was performed and the device was not programmed in the MRI protection mode. It was determined that this device was likely inoperable. As a precautionary measure, a stack of 2-3 magnets will be taped to the device site to order deactivation of the device for hospice care. Currently, this s-ICD remains in use and no additional adverse patient events have been reported. Device return requested for analysis following patient death.

Event description:
It has been reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) cannot be evaluated to turn it off for comfort care. It was noted that this s-ICD was difficult to interrogate. The local area representative attempted to interrogate with two wands and two programmers. Magnet response was not confirmed. It was noted that the patient's body mass index (bmi) and weight were such that the device could not be palpated. Data analysis was requested and it was noted that a magnetic resonance imaging (MRI) was performed and the device was not programmed in the MRI protection mode. It was determined that this device was likely inoperable. As a precautionary measure, a stack of 2-3 magnets will be taped to the device site to order deactivation of the device for hospice care. Currently, this s-ICD remains in use and no additional adverse patient events have been reported. Device return was requested for analysis following the patient's passing.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added device code a160102. This product remains implanted and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.